Event description:
Issued the philips dreamstation asv for severe sleep apnea I began to have coughing fits, lung irritation, lung congestion and mucous build up in lungs. Every morning post bipap usage. Whereupon I would abstain from usage and the symptoms would subside. I stopped using the machine in (B)(6) 2021 after being notified of the recall by my dental hygienist. FDA safety report ID # (B)(4).